Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced increased chest pain. It was noted that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.